Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 device was returned for evaluation. Upon visual inspection, no anomalies noted to the luers/y-body. During functional testing, an in-house presto inflation device was used to inflate the balloon, and water was noted leaking from the catheter shaft. Under microscopic examination a longitudinal cut was noted to the catheter shaft. No other functional testing performed. Therefore, the investigation is confirmed for reported leak and identified material cut as a longitudinal cut was noted to the catheter shaft which could have led to the leak. The cut on the catheter shaft may have contributed to the reported leak. However, a definitive root cause of the reported leak and identified material cut could not be determined based on the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultraverse 035 pta balloon catheter. Prior to the procedure, the balloon catheter was allegedly leaking at the shaft level. The procedure was completed using another device. There was no patient contact.